Event description:
The pt used the suspect device to check blood glucose and obtained a result of 249 mg/dl, then ate breakfast and passed out. Emts were called and upon their arrival they checked the glucose and the reading was 33 mg/dl. Pt was taken to the hosp and treated with a glucose IV. Later a lab reading was 149 mg/dl. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.